Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 48 mg/dl. The customer treated with orange juice. The customer reported that the sensor of the insulin pump was making a weird noise. No additional information was provided.